Manufacturer narrative:
Event summary: it was reported that during a lithotripsy, that two ncircle tipless stone extractor were removed from packaging and did not open or close as intended when attempting to deploy. The second extractor was eventually able to complete the procedure. No adverse effects to the patient were reported. Investigation - evaluation. Reviews of the instructions for use (IFU), manufacturing instructions, and quality control procedures of the device were conducted during the investigation. The device was not returned for investigation. A physical examination was thus unable to be performed. The product lot was not provided; accordingly, no device history record review could be completed. There is no evidence that nonconforming product exists in house or in field. There were no identified gaps in the manufacturing instructions or quality controls procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use which cautions, ¿enclose the device in the sheath before removing from the tray/holder,¿ and, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the information available, investigation has concluded that device may have been inadvertently damaged during use, but there is insufficient evidence to determine a definitive cause for the issue. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a lithotripsy, that two ncircle tipless stone extractor were removed from packaging and did not open or close as intended when attempting to deploy. The second extractor was eventually able to complete the procedure. No adverse effects to the patient were reported